Event description:
It was reported, ¿I am the territory manager and I was testing the drill before sending it to sterile services for a trial. It was directly out of the box and this was its first initial use. I plugged it into the ipc and pushed the foot switch. The drill became very warm within 15 seconds and I though it sounded strange so I kept it with full power on and within the next 30 seconds it was smoking and hot as fire. I did not need medical treatment. It was more like the burn you get when you touch a hot pan and then yank your hand back. I was out side of theatres preparing the equipment for trial so there were no doctors, nurses or patients around to either see this even to report it.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis states, ¿the customer complaint could not be confirmed. Pre-repair temperature check performed at 60k after 1 minute the front temperature was 80f and the rear temperature was 79f. The ambient temperature was 76f. The indigo was received in good condition. There were no deviations found.¿ methods: test for high temperature. (B)(4).